Event description:
Inbound. Patient reports he called about this problems this week, happened again where pump alarming low volume and cartridge is not near empty. No lot number for cartridge. No further details provided.